Manufacturer narrative:
The customer complaint of the lower jaw broke off was confirmed. The returned used device, item smi-02ap was evaluated and found the lower jaw is broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the devices shaft. Needle loads into suture passer with no issue noted. Broken lower jaw was not returned for evaluation. A two-year review of complaint history revealed there has been a total of 55 complaints, regarding 55 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: - device is not to be used on bone or similar hard tissue warnings: - avoid lateral stresses to the instrument or device function may be compromised - do not use if parts are broken, cracked or worn, or device function may be compromised precautions: - prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the distributor reported an issue with the smi-02ap, spectrum autopass suture passer, serial (B)(4), occurring (B)(6) 2018 during a rotator cuff procedure involving a (B)(6) patient. It was reported that while using the spectrum autopass suture passer and placing the 3rd suture, the lower jaw broke. It was retrieved with the 3rd suture still attached. The procedure was successfully completed using a different clamp. There was no reported injury or impact to the patient or user. Additional information received indicates that the device broke before entering the tissue that was to be sutured, and the broken lower jaw was retrieved before it fell into the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence